Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 76" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada. The customer's report was observed during review of the device history logs. However, the device was put through extensive teesting including rigorous testing through enviromental chamber without duplicating the rerport. An internal inspection of the device found no discrepancies. The pace/defib (pd) engine board and a system interconnection cable was replaced as a precaution. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.